Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported by the patient who had called for  MRI guidelines (scans not alleged to be related to the device/therapy) but then the patient was asking about what kind of doctor would need to take out the system? The patient stated that the system had never worked for them since the time of implant. The patient said that they had very weakened muscles (unrelated to the device/therapy) and they didn't think they should have put the system in in the first place; that they have had it on every single setting there was. The patient reported that they couldn't feel where the implant was when they got it, but now they could feel it when they were sitting or laying. The patient said that they noticed being able to feel the device probably in the last six months. The patient also mentioned having scabs and itching on their legs. The patient stated that they had blood work that didn't show any reason for the reaction. They mentioned that they got a new fitbit and the back of it had nickel. The patient reported that they had been having a reaction on their arm from it. The patient noted that their medical history included an allergy to nickel and they were wondering if there was nickel in the device, causing their itching and scabs on their legs? Patient services asked the patient when this  had started and the patient said since last summer, maybe even a year ago. The patient stated that they remembered at their physical asking their doctor about it. The material of the stimulator and lead wasreviewed with the patient and it was also reviewed that the patient  could have it removed by a general surgeon or a doctor familiar with the stimulator. Additional information was received from the patient on (B)(6) 2021. They reported that they¿ve contacted their health care professional (hcp) but noted that they couldn¿t get in until (B)(6) 2021. The patient said that it was unknown if the scabbing and itching on their legs was caused by or related to the device/therapy. They stated that the nickel allergy had been diagnosed sometime in 1979. The patient reported that no testing had been done to diagnose their nickel allergy, that even as a child they could get a rash on their wrist from under their watch and in 1979 they got their ears pierced and that when they were told that they had a nickel allergy and that their earrings had to be gold or their ear lobes would become infected. The patient reported that there was not a device concern with their feeling where their implant was in the past 6 months when they couldn¿t before and that as they hadn¿t yet seen their hcp, a cause could not be determined. In response to the inquiry for what steps would be taken to resolve the scabs and itching on their legs and feeling where their implant was in the past 6 months when they couldn¿t before the patient again replied that they hadn¿t yet seen their hcp but they wanted the device and wires removed. The issue had not yet been resolved and no removal or replacement was yet planned. The patient reported the device was still in use but that they had it turned off. Additional information was received from the patient on (B)(6) 2021. The patient reported that the implant was removed on (B)(6) 2021. And that the hcp ¿kept the device and the phone.¿

Manufacturer narrative:
G3: disregard previous notify date that was sent. The notify date for the most recent report was 2021-may-21. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient who had called for MRI guidelines (scans not alleged to be related to the device/therapy,) but then the patient was asking about what kind of doctor would need to take out the system? The patient stated that the system had never worked for them since the time of implant. The patient said that they had very weakened muscles (unrelated to the device/therapy,) and they didn't think they should have put the system in the first place; that they have had it on every single setting there was. The patient reported that they couldn't feel where the implant was when they got it, but now they could feel it when they were sitting or laying. The patient said that they noticed being able to feel the device probably in the last six months. The patient also mentioned having scabs and itching on their legs. The patient stated that they had blood work that didn't show any reason for the reaction. They mentioned that they got a new fitbit and the back of it had nickel. The patient reported that they had been having a reaction on their arm from it. The patient noted that their medical history included an allergy to nickel and they were wondering if there was nickel in the device, causing their itching and scabs on their legs? Patient services asked the patient when this had started and the patient said since last summer, maybe even a year ago. The patient stated that they remembered at their physical asking their doctor about it. The material of the stimulator and lead was reviewed with the patient and it was also reviewed that the patient could have it removed by a general surgeon or a doctor familiar with the stimulator. Additional information was received from the patient on 2021-mar-15. They reported that they've contacted their health care professional (hcp) but noted that they couldn't get in until (B)(6) 2021. The patient said that it was unknown if the scabbing and itching on their legs was caused by or related to the device/therapy. They stated that the nickel allergy had been diagnosed sometime in 1979. The patient reported that no testing had been done to diagnose their nickel allergy, that even as a child they could get a rash on their wrist from under their watch and in 1979 they got their ears pierced and that when they were told that they had a nickel allergy and that their earrings had to be gold or their ear lobes would become infected. The patient reported that there was not a device concern with their feeling where their implant was in the past 6 months when they couldn't before and that as they hadn't yet seen their hcp, a cause could not be determined. In response to the inquiry for what steps would be taken to resolve the scabs and itching on their legs and feeling where their implant was in the past 6 months when they couldn't before the patient again replied that they hadn't yet seen their hcp but they wanted the device and wires removed. The issue had not yet been resolved and no removal or replacement was yet planned. The patient reported the device was still in use but that they had it turned off. Additional information was received from the patient on 2021-may-24. The patient reported that the implant was removed on (B)(6) 2021 and that the hcp ¿kept the device and the phone.¿